Manufacturer narrative:
H6 - primary finding of device analysis reveals presence of dendrites on the motor feedthrus. No further info on this device or pt is available from voluntary reporter.

Event description:
Reported failure of pump to infuse drug by health care provider. A dye study was performed to test patency of the catheter, which was confirmed. The contents of the pump were then aspirated (refill occurred 2 weeks prior to study) and the reservoir was found to be nearly completely full. The device was returned for analysis.